Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced multiple low voltage and external power cable disconnect alarms while tethered to the mobile power unit (mpu). Log file analysis noted a total loss of power to the mpu. During this time, the external backup battery supplied power until power was restored to the mpu.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a low power hazard alarm was confirmed via log file analysis. The submitted log file spanned approximately 13 days ((B)(6) 2019 per timestamp. On (B)(6) 2019 at 11:43:14 to 11:43:16 there was a low power hazard while connected to ac power. This is indicated by the white and black cable bus voltages decreasing from ~14.7v to ~3.3v. The issue resolved when ac power was restored. The backup battery provided power during this event. Pump operation was not affected. The heartmate mobile power unit ((B)(6)) was not returned for analysis and remains in use. The root cause of the reported event was determined to be the mpu power cord coming loose at the wall outlet. No further information was provided. The manufacturer is closing the file on this event.